Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed approximately 5mm from the marker band. The yellow pull rack lock was returned and affixed to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that premature stent deployment occurred. During preparation, a 7x60x75 epic¿ vascular was selected to be used and it was observed that the stent started to deploy while the lock was in place before it was loaded into the sheath. The stent was not inserted into the patient. The procedure was completed with a different stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. During preparation, a 7x60x75 epic¿ vascular was selected to be used and it was observed that the stent started to deploy while the lock was in place before it was loaded into the sheath. The stent was not inserted into the patient. The procedure was completed with a different stent. No patient complications were reported.